Manufacturer narrative:
B3, g4, d4: UDI unknown. One device was received for evaluation. Visual inspection found no damage. A review of the event history log was unable to be performed due to error code 1260 alarming once the device was turned on. Functional testing was unable to duplicate the reported problem; however, error code 1260 was confirmed. A probable cause is a defective main board. As a preventative measure the main board was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited lec1210 and lec1226 errors. There was unknown patient involvement.